Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter mitral valve replacement (tmvr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native valve stenosis. Deployment of the sapien xt valve in a previously implanted mitral ring, is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt valve in this scenario. In this case, the pvl noted after deployment of the sapien xt within a mitral valve ring was related to the dehiscence present around the previously placed mitral valve ring. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference yaryura, ricardo, et al. "Transcatheter aortic and mitral valve replacement and closure of mitral ring perivalvular leaks." Jacc: cardiovascular interventions 9.16 (2016): e163-e165.

Event description:
Per article "transcatheter aortic and mitral valve replacement and closure of mitral ring perivalvular leaks" by ricardo yaryura, md, hakim morsli md, jonathan hoffberger do, lauren murray do, post-procedure transesophageal echocardiogram of the patient in the article demonstrated normal pressure gradients, and no central mv regurgitation. There was, however, evidence of 3+ perivalvular mv insufficiency around the dehisced mv ring. Subsequently, muscular ventral septal defect septal occluders were placed.